Event description:
The international customer reported the ventilator failed pre-operational system pressure testing. The ventilator was not in use on a patient therefore there was no patient involvement. The manufacturers service associate confirmed the reported problem and reported the three station solenoid was replaced to address the reported problem. Failure of the three station solenoid may result in a leak or the safety valve not closing, and preoperational self testing will not pass as noted. A malfunction of the three station solenoid during normal ventilation operation mode may result in pressure or volume loss and may be detrimental to a patient if in use.